Event description:
The customer called in for an error code that she had received on her meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was unable to reset the meter to mg/dl, so the meter was to be returned for evaluation, and a replacement was sent.